Manufacturer narrative:
The customer did not retain the product.

Manufacturer narrative:
Phone not provided. Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported wounds in the scalp area of newborns after the insertion of fetal monitor scalp electrodes during labor.